Event description:
Health care professional (hcp) reports a cracked venous header occurred during the patient's 14th use of the CT 190g dialyzer. A new dialyzer was used to continue the treatment without incident. An estimated 250cc of blood loss incurred. The hcp reports no patient injury and no need for medical intervention was required.